Event description:
A caller reported experiencing a cgm error, identified as error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a complete pump reset, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.